Event description:
This patient was brought to the operating room for a shunt. The shunt had been in place ~2yr 9 months. The intra-ventricular tubing is coming disconnected from the cup leaving the tubing floating in the ventricle. The lot# isn't available in the electronic database.our facility is concerned that the bioglide coating on these ventricular shunts may compromise the bonding between device components, thus causing the disconnection. We have identified 6 cases, to date, of this unusual mode of failure. Our site has switched to a line of ventricular shunts that does not have the bioglide coating.